Event description:
It was reported that shortly after the patient underwent generator replacement surgery, the patient underwent vns explant due to infection. It was noted that infection was present at both the generator and lead locations. Device history record was reviewed for the suspect generator and lead. Both devices were sterilized prior to distribution, and there were no unresolved nonconformance's found prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.